Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to the damaged usb connector. A receiver charge and boot was performed and failed due to the damaged usb connector. The log was not downloaded for review due to the damaged usb connector. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.